Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 43 mg/dl. Customer¿s current blood glucose is 78 mg/dl. The customer also states that sensor glucose value was 115 mg/dl. Customer states that insulin delivery was not suspended due to sensor glucose value. Customer states when he changed the sensor he did not charge the transmitter he now has some issue with he sensor. Customer states that insulin pump was beeping showing sensor glucose value was 80 mg/dl but blood glucose value was actually 43 mg/dl. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided in the section of product with the initial report was incorrect. The correct information has been included with this report.

Event description:
The information provided in the section of product with the initial report was incorrect. The correct information was reservoir.